Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 22, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (indication that the reporter was from the (B)(6)). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to device evaluation). (Indication that the device was evaluated by the manufacturer). (B)(4). The actual sample was returned for evaluation. Upon receipt, the supplier of the arterial filter, pall corporation, was informed with an sncr and the sample was sent for their evaluation. The supplier confirmed that there was a leak coming from the bottom of the filter during their leak test. A review of their device history records revealed no anomalies. During the supplier's manufacturing process, the filters are 100% leak tested prior to release. These filters are then 100% leak tested during terumo's manufacturing process of the parts. Although a definitive root cause could not be determined, it is likely that damage occurred to the device after final release. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusion not yet available. Evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, priming solution was found to be leaking from the al6x pall arterial filter. A large gap was noticed between the bottom and side of the chamber. The device was changed out and the procedure was completed successfully without delay. No patient involvement as this occurred during prime. Device changed out. Procedure completed successfully without delay.